Event description:
Dealer is stating that the perfect o2 has no audible alarm, power switch was swapped out and is still not working, dealer is now going to swap out the pc board. Serial number provided is not valid for concentrator. No other information provided.